Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
It is reported that the physician felt resistance while advancing the spider out of the delivery catheter. The physician decided to use another device to complete the procedure. No patient injury is reported. Evaluation summary: the spiderfx embolic protection device was received for evaluation without any ancillary devices or cine images from the procedure. Several kinks were noted in the guidewire. The filter was observed to be in the distal end of the green delivery catheter end of the double ended catheter. The catheter and guidewire were examined: the distal end of the green delivery catheter exhibits several bends/kinks and a series of kinks were noted in the guidewire between approximately 115cm and 118cm. The distal end of the filter was advance out of the green delivery catheter: several kinks and coils separation were noted in the floppy distal end along with crystalline sanguine material. The filter was advance out of the green delivery catheter: crystalline sanguine material and an abnormal shape were noted. The apex of the golden hoop/horseshoe was protruding above the braided mouth opening of the filter. The distal tip of the delivery catheter was examined: no abnormalities or deformities were noted. Closer examination of the kinks in the guidewire revealed the coating on the guidewire had been scrapped off.